Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information on how to reset the pump and assisted the caller with the process; the malfunction code did not recur afterward. The customer was advised to continue using the pump and to contact technical support if the issue recurred, which the caller acknowledged and understood.